Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported an overload fault error message. This error causes the system to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.